Event description:
A customer in ultrasonic bronchofibervideoscope notified biomérieux of discrepant results associated with vitek®2 ast-n233 test kit (reference 413117). The customer reported test results using vitek 2 ast-n233 was klebsiella pneumoniae, and the phenotype detected was carbapenemase (blse+/-). Additional testing results are as follows: (B)(6). There was no impact to the patient; however, there was a 24-hour delay reporting results due to the discrepancy. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of false resistant results when testing a klebsiella pneumoniae strain with the vitek® 2 ast-n233 card (reference 413117). An internal biomérieux investigation was performed. The customer complied with the request for strain submittal; however, it was discovered that the wrong strain was submitted. The customer no longer had the correct isolate to submit for the investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Qs performed a search for all complaints against vitek 2 ast-n233 card, lot 6330611103, and found no indication of a trend for this card lot. Vitek 2 ast-n233 lot 6330611103 met final qc release criteria. This lot passed initial qc performance testing.